Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 435 mg/dl. The customer believed their infusion sets were the cause of their high blood glucose. Customer was advised to change out their entire set, reservoir, and inulin. The customer's infusion sets will be replaced. No additional information provided.